Event description:
Information was received from a who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient reported an uncomfortable stimulation. The patient had experienced overstimulation and stated the implant would act funny by increasing to a really strong setting to a point where they cannot take it. This behavior occurred when he is sitting or standing, and when it occurs, the patient turns stimulation off. The patient states this issue has occurred after he was reprogrammed and that adaptive stimulation is activated. The stimulation is on based on the programmer and the patient doesn't have the ability to adjust stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.